Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of incident was around 340 mg/dl. The customer stated that her blood glucose has been high lately due to recently giving birth. The customer was treated with fluids and IV drip. Her insulin pump was working fine. She declined troubleshooting and stated that she felt better. The insulin pump was not returned for analysis.